Event description:
It was reported that the device observed a power on reset (por). The message was successfully cleared. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 12 cf on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.